Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1308407) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be determined.

Event description:
It was reported by the aci distributor that a patient underwent a coronary diagnostic procedure on (B)(6) 2013. Access was obtained via 5f sheath (model unk). Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. It was reported that the balloon lost pressure at the second stop. The patient was ambulated and discharged to home the same day with no clinical sequela noted.